Manufacturer narrative:
We checked the returned unit and confirmed that the ccd wire is broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd wire. In addition, we confirmed that the operation channel leaked, the air water nozzle loosened, the insertion flexible tube (ift) buckled, the light guide fiber bundle(lcb) was broken, the lg root brace rubber cut, the body cover grip was broken, the u/d & r/l pulley wire worn out, the remote control buttons cut, and the brand plate worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).